Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Device history records were reviewed for deviations and/or anomalies. DHR shows two pieces scrapped at operation. The device was used for treatment. Complaint history search identified one complaint that was linked to this complaint. A single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused or contributed to any patient infection. With the information provided, a definitive root cause cannot be determined.

Event description:
It is reported that the patient underwent an irrigation and debridement procedure with removal of implants due to a cyst on the joint, numbness and back pain. During the procedure, purulent fluid collection, osteolysis of the proximal femur, and a retroacetabular osteolysis and full thickness bone erosion in acetabular area were noted. All implants were removed, temporarily replaced by a cement spacer and new products were implanted at a later time.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). Device 2 of 2. Reference MFR. Report: 0001822565 -2016 -01792.

Event description:
It is reported that the patient underwent an irrigation and debridement procedure with removal of implants due to a cyst on the joint, numbness and back pain. All implants were removed, temporarily replaced by a cement spacer and new products were implanted at a later time.